Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported a scrape on his back as well as two bruises. Additionally, there was a spot of blood reported on an electrode. There was no alleged device malfunction contributing to the irritation. Patient was applying neosporin to the scrape. Outcome of the irritation is unknown. Reporting out of an abundance of caution.